Event description:
It was reported that during a gyn case the device tore. Unsure if all the pieces were retrieved. After talking with surgeon, he feels the entire pouch was removed from the patient. Pouch being returned, but instrument itself was discarded.

Manufacturer narrative:
Torn bag. Evaluation summary: the analysis results found that the bag was received torn. Although no conclusion could be reached as to what may have caused the damage found, some of the potential causes might be: the attempt to remove the bag with specimen through the trocar, using a non-blunt instrument to unroll the bag, using a sharp grasper while pulling on bag, inadequate bag strength or bag too stiff to unroll using light pressure and blunt instrument. As a warning to avoid some of the above described potential causes the instructions for use state: "do not attempt to remove the bag with specimen through the trocar as this may lead to bag rupture and spillage of contents. Care should be taken to avoid contact of the bag with sharp instruments, cutting devices, electrocautery and laser or other instruments." We have documented the circumstances as they were reported to us. Complaint information is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the manufacturing process.